Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the mitraclip became stuck and tissue damaged occurred. Three days later, the patient expired. It was reported that on (B)(6) 2018, the patient presented with torrential tricuspid regurgitation (tr) caused when a ventricular septal defect device was placed on (B)(6) 2018, which caused tricuspid chordae to rupture. The patient presented in critical condition and with a thoratec centrimag blood pump for extracorporeal circulatory support. Reportedly, this case was challenging, emergent, and off-label. Imaging was difficult due to cannula on the right side and the vsd device. During leaflet grasping with clip delivery system (cds), difficulty grasping was encountered and the clip became stuck on the leaflet. Standard troubleshooting was performed freeing the clip, however, while attempting to free the clip, an anterior tricuspid leaflet tear occurred. This clip was implanted, along with a second clip, reducing the tr to severe. On (B)(6) 2018, the patient passed away. The cause of death has not been specified. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of mitral valve injury (tissue damage), cardiogenic shock and death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty removing the device from the patient anatomy appears to be due to procedural conditions of difficulty grasping the leaflets. However, a definitive cause for the reported difficulty grasping the leaflets could not be determined in this case. Furthermore, the reported poor image resolution appears to be due to procedural circumstances as imaging was reported to be difficult due to the presence of cannula and vsd device. It should be noted that, per the mitraclip system IFU states- the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use of the device did not contribute to the reported issues. The reported tissue damage appears to be procedural circumstances of troubleshooting maneuvers performed to free the clip from the leaflet. A definitive cause for the reported cardiogenic shock could not be determined in this case and the reported cardiogenic shock appears to have resulted in the death of the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2018, the patient expired due to cardiogenic shock.